Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department due to cardiac arrest. Upon interrogation, it was determined a lead integrity alert (lia) triggered due to high rate non-sustained episodes and increased sensing integrity counter (sic). Additionally, oversensing and undersensing on the right ventricular (rv) lead was observed during ventricular fibrillation (vf) episodes, delaying therapy. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.